Event description:
Ultimate metal-on-metal liner was inserted crooked, and the pt was experiencing pain. A metal ion test was not performed, and there was no metallosis present in the joint capsule. There was stripe wear noticed on the femoral head when the implants were removed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.